Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter was reading inaccurately high compared to a "lifestyle" device. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy issue first occurred on (B)(6) 2015 at 6pm. At this time the patient obtained a blood glucose reading of "506mg/dl" with the subject meter and "35mg/dl" on the other device within 30 minutes of one another. The patient manages their diabetes with insulin (no adjustments) and denied making any changes to their normal dosage of 15 units (type of insulin unspecified) per day as a result of the alleged product issue. The patient stated that half an hour after the alleged inaccuracy they developed the symptoms of "sweating" and could "hardly talk". In response to these symptoms the patient went to the emergency room (e.r) where they had their blood glucose measured at "37mg/dl" on an e.r meter. As a result of this, the patient was given IV glucose from a healthcare professional at 7pm the same evening. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter. However, the test strips being used were open longer than their discard date. The products were requested back for evaluation and replacement products were sent to the patient. Although the test strips the patient was using had expired and the comparison being used is invalid, this complaint is being reported because the patient obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began. In addition, the patient required treatment from a hcp as a result of this.